Event description:
Situation: davinici xi mega needle driver's cables snapped during surgery. Background: mega needle driver broke during surgery. Surgery was paused while the instrument was removed and replaced with a different davinici xi mega needle driver from css. Assessment: unknown etiology of failure from the operating room's perspective. X-ray taken (flat plate - lower abdominal and pelvic) and read by radiologist dr. [Redacted name], md. No surgically retained items were observed. Recommendation: recommend that the company, intuitive, and affected stakeholders improvise a plan that involves better assessment of devices during sterilization to ensure defective products and/or products that are near the end of service do not come in contact with patients. Manufacturer response for needle driver, (brand not provided) (per site reporter).